Manufacturer narrative:
Retainer ring = black customer complained about having frozen screen/exposed to moisture/keypad unresponsive/button error alarm/device test failed alarm on 07/19/2021. Device received with a constant blank flashing white light on the display and constant beeping after battery insertion. Unable to verify frozen screen/keypad unresponsive/button error alarm/device test failed alarm or perform functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank flashing white light on the display. Device was received with corroded battery tube and the p-cap locks properly into place. Device was cut opened, inspected and tested. Severe moisture damage found on lcd 40 pin flex cable copper connector traces on pcb1, on j1 connector on pcb2, motor assembly and force sensor assembly. No moisture damage on keypad traces noted. Keypad connector was locked properly into place. Device passed the keypad voltage test. Cleaned/dried the moisture damage area and tried again. The pump is still constant blank flashing white light on the display. Swapped the pcb1 with a test board and powered up. The problem is still the same. Repeated swapped the pcb2 with a test board. Device was constant blank flashing white light on the display after all. In conclusion, device received with a constant blank flashing white light on the display and constantly beeping after battery insertion due to corroded electronic assembly. Unable to verify frozen screen/keypad unresponsive/button error alarm/device test failed alarm due to blank flashing white light on the display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working after being in the water. Customer changed the battery and got a red notification. Customer reported display was frozen. Customer reported that the time clock did not advance. Blank screen alarm occurred after the time that the buttons were not responding. Customer was unable to clear the alarm. Insulin pump buttons did not begin to work in less than 5 minutes without battery change. Insulin pump screen did not turn off. Customer was not able to clear the alarm after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.